Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the radio frequency programmer head was returned and analysis found that the cable insulation was torn (damaged) and the cable was replaced. Concomitant products: product ID 2090 programmer. (B)(4).

Event description:
It was reported that the radio frequency programmer head was returned with the programmer and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.